Manufacturer narrative:
CAPA: 138841 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on (B)(6) 2024 as previously reported in report reference number MDR-2024-47130. On (B)(6) 2024, it was confirmed that a second instance of signal acquisition difficulty that occurred on (B)(6) 2024 was also related to fa-q424-hf-1. The unit was replaced.